Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. The errors c-34/c-30/m-11 were triggered. The iesu has no significant scratches or dents. The front bezel is not cracked. The iesu is in good condition upon visual inspection. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform a failure analysis. A return material authorization (RMA) was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error m-11 occurred on the integrated electrosurgical generator unit (iesu), and monopolar energy was not working. The customer replaced the energy cable along with the instrument and rebooted the iesu, but the issue was not resolved. The customer continued without the monopolar energy function. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and detected several m-11 timeout errors in the past. The procedure was completed as planned with no reported injury.